Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Concomitant medical products: 5068-45 lead, implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right ventricular (rv) oversensing and multiple high rate non-physiologic non-sustained ventricular tachycardia (nsvt) episodes indicative of noise. Ongoing short interval counts (sic) were also noted every few days for over the last year. The oversensing and noise could not be recreated with isometric maneuvers or pocket manipulation. The patient indicated that they use a transcutaneous electrical nerve stimulation (tens) unit and potential electromagnetic interference was suspected. The patient stopped using their tens unit and no further oversensing was observed. The device remains in use. No patient complications have been reported as a result of this event.